Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the quick bolus button was not working properly. There was no reported adverse impact to the customer's blood glucose level. No additional product or event information was available.